Event description:
During a lap colon procedure, the instrument worked only few minutes, and after that error code 5, instrument. After troubleshooting, reconnection error code 5 after test in progress right away. Gen and handpiece were brand new. Procedure was deplayed 10 minutes. There was no pt consequence.